Event description:
The customer contacted stryker to report that their device was not turning on properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue was logged in the device's memory. Stryker determined the cause of the reported issue to be a depleted battery. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not turning on properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.